Event description:
It is reported that the connection to the inflation port with fill indicator pulls out, and the plastic area that the syringe connects to becomes separated from the white rubber part that has the 45 cc imprinted on it.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. The lot number was not provided; therefore, we are unable to determine the specific mfg site. Both potential mfg site numbers are listed below. A return sample for eval is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.